Event description:
It was reported that the user inserted an infusion set without fully drawing back the insertion mechanism, which resulted in improper cannula deployment and lack of insulin delivery, causing hyperglycemia while using the ilet system; the user disconnected from the pump and used multiple daily injections, and replacement supplies along with troubleshooting and education were provided. Symptoms included elevated blood glucose reaching 400 mg/dl. Outcomes included prolonged hyperglycemia for approximately six hours without ketone testing, medical intervention, or hospitalization. Investigation included customer interview and technical support review. Investigation of this case revealed use error related to infusion set insertion and an infusion set connection issue. It was concluded that the event was attributable to user technique and not a device malfunction, and the user resumed ilet therapy with successful insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.